Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, swelling, fistula, abscess, bleeding, mobility, avascular bone. Guided surgical kit used. Same patient as (B)(6).